Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after successful implant of the leadless implantable pulse generator (ipg) device and normal removal of the delivery system and sheath, the patient experienced bleeding corresponding to the heartbeats. The vascular service was called in and they confirmed an arteriovenous fistula with effusion and perforation. It was noted that in the same procedure, a stent was implanted through the left femoral artery, which stopped the bleeding. The device remains in use. No further patient complications have been reported as a result of this event.